Event description:
This is a spontaneous case report received from a consumer via (B)(6) in the united states on 11-nov-2013 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced broken and floating. Follow up received on 07-feb-2014: no further information was provided. Follow-up information was received on 18-aug-2014. On 21-aug-2014 the case (B)(4) was found to be a duplicate of this case. All information was transferred to this case. Case upgraded to incident due to hysterectomy. She had a perforated tube and a hysterectomy was performed. Five physicians failed to diagnose and treat. The patient underwent a hysterectomy because she could not bear the pain any longer caused by essure. She had to remove her uterus, fallopian tubes, cervix and right ovary. No further information was provided. The product technical complaint investigation and final assessment were received on 28-aug-2014: the bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported event is a known, possible, undesirable event and not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow up 03.sep.2014: follow up information received from the consumer via social media. Essure indication, birth control, was added to the case. Consumer reported that it has been 21 days and feeling much better and that her pathology report told her that essure caused a lot of damage. No additional information was provided. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced perforated tube, device breakage and pain. Perforated tube and pain were considered serious due to medical importance while the remaining event is non-serious. Device breakage is an unlisted event according to reference safety information for essure while the other events are listed. This case was initially regarded as other reportable incident; however, after receipt of follow-up information it was amended to incident, since the patient was submitted to hysterectomy, bilateral salpingectomy and right ooforectomy. Fallopian tube perforation is a potential complication of essure insertion or removal. Single cases have been reported of essure breakage. Also during essure therapy pelvic, abdominal and unspecified pain may occur. In the present case these events were reported without further details, the information received stated that the patient had a broken insert, pain, a perforation was diagnosed and a hysterectomy was performed. Based on available information, a causal relationship between the events reported and essure cannot be excluded. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced perforated tube, device breakage and pain. Perforated tube and pain were considered serious due to medical importance while the remaining event is non-serious. Device breakage is an unlisted event according to reference safety information for essure while the other events are listed. This case was initially regarded as other reportable incident, however after receipt of follow-up information it was amended to incident, since the patient was submitted to hysterectomy, bilateral salpingectomy and right oophorectomy. Fallopian tube perforation is a potential complication of essure insertion or removal. Single cases have been reported of essure breakage. Also during essure therapy pelvic, abdominal and unspecified pain may occur. In the present case these events were reported without further details, the information received stated that the patient had a broken insert, pain, a perforation was diagnosed and a hysterectomy was performed. Based on available information, a causal relationship between the events reported and essure cannot be excluded. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information cannot be requested.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 21-aug-2015: this case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public on an FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0592). A (B)(6) female consumer, who has 3 daughters, reported that she had essure placed on (B)(6) 2008. According to her, as soon as she walked out the office, she knew something was not right. Consumer reported that the implanting doctor struggled with one side and she even said forget it to stop several times because the pain was excruciating. Health care professional insisted he could get the device in and 20 minutes later he was finished (the whole procedure took about an hour in office). Consumer states that she had great difficulty scheduling the hysterosalpingogram. Her cycles were all over the place since implanting (understood as heavy menstrual cycle) and the demands of graduate school, fulltime work and kids she did not have hsg done until several years later. However, within months she was the office complaining of horrific periods and pain. Something she had not had before essure. She was sent for an ultrasound and states that the tech had no idea what essure was and neither did any of the radiologists. There was string like visual on ultrasound and they had no idea what this string was lying in her uterus, sent her for more in depth us and still no one was able to tell her what it was. In 2012, after being frustrated with her obstetrician/gynecologist practice she switched practices and found a new gyn who she had hoped would help her. By this time, she had pain daily, cramping, painful intercourse, periods that she could never keep track of (she is sure she miscarried a few times, given the huge blood clots she would pass), acne, metal taste, chronic fatigue, body aches, foul smelling odor vaginally, chronic bacterial vaginosis, and overall deterioration. She was then told she had a small fibroid and that this was the cause of all her troubles (she never believed this). She was also told since she had a history of endometriosis, that she must have endometriosis, but again she left there frustrated as well she gave up until she saw a news special and looked up essure problems. She then made the connection that essure was making her sick. Consumer then scheduled an appointment to have hysterosalpingogram done. After this, she scheduled to see a doctor who implants essure thinking that he would understand the hsg better than a gyn who does not implant. What she was met with was rude comments and told she has a lot going on out of his scope and he referred her to a pelvic specialist (she found out when she went to this doctor he was an oncology doctor). She did not have cancer and this doctor was as baffled as she was, as to why she was referred to him. Doctor said due to her endometriosis (which she had not been tested for) that he would everything except ovaries (as reported; understood as "would remove"). He to (as reported; understood as too) stated that she had endometriosis and, due to this, everything needed to come out. In addition, consumer reported that all these doctors refused to acknowledge that essure was causing the trouble and even a 4th doctor she went to, for an outside opinion, said it was endometriosis and everything needed to come out. She refused to agree to have everything come out and then found a new primary care physician and told him how badly she was feeling like. He referred her to a hematologist and then a new gynecologist. Her inflammation and d-dimer levels were very high amongst other things. She went to new gyn with copies of sonograms, hsg, magnetic resonance image, computed tomography scan, blood work and, in the same day, they agreed he would do her hysterectomy and stated he would not take ovaries out unless when he went in and they were not healthy he would. Consumer's uterus was (B)(6) in size (as reported), fibroids, golf ball size cyst on one ovary, cervicitis and one coil perforating her uterus. The string like appearance, as stated in her sonograms 5 years prior, was the coil as identified in the pathology report and she did not have any endometriosis, as the 4 doctors prior assumed she had. One year after hysterectomy, she has pelvic pain occasionally but overall feels much better. In addition, consumer reported that what she has been left with is extreme joint pain throughout her body as a result of autoimmune trigger (which was essure), severe deterioration in her back, as the collagen is depleting between her vertebrae. Company causality comment: this medically confirmed report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced perforated tube, string was lying in her uterus / one coil perforating uterus, device breakage and pain. She also got pregnant and miscarried a few times. All these events, except device breakage and miscarried, were considered serious due to medical importance and are listed according to reference safety information for essure. Miscarried is unlisted and device breakage is non-serious and unlisted. This case was initially regarded as other reportable incident, however after receipt of follow-up information it was amended to incident, since the patient was submitted to hysterectomy, bilateral salpingectomy and right ooforectomy. Fallopian tube perforation is a potential complication of essure insertion or removal. Single cases have been reported of essure breakage. Also during essure therapy pelvic, abdominal and unspecified pain may occur. In the present case these events were reported without further details, the information received stated that the patient had a broken insert, pain, a perforation was diagnosed and a hysterectomy was performed. About 4 years after insertion, pregnancy was reported. Based on available information, a causal relationship between the events reported and essure cannot be excluded. Additionally, several non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information cannot be requested.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("string was lying in her uterus / one coil perforating uterus"), fallopian tube perforation ("perforated tube"), habitual abortion ("consumer is sure she miscarried a few times, given the huge blood clots she would pass"), pregnancy with contraceptive device ("pregnant with essure micro-insert"), the second episode of pain ("pain / pain daily") and ovarian cyst ("cyst on one ovary / follicular cyst on right ovary"), in a (B)(6) year-old female patient (para 3) who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg done until several years later" and device ineffective "device ineffective". The patient's past medical history included parity 3 and endometriosis. Concurrent conditions included hysterectomy, adenomyosis, cervicitis, nabothian cyst, metaplasia and parakeratosis. In 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced procedural pain ("pain was excruciating during insertion"). In 2012, the patient experienced abdominal pain ("cramping"), dyspareunia ("painful intercourse"), acne ("acne"), dysgeusia ("metal taste"), fatigue ("chronic fatigue"), the first episode of pain ("body aches"), vaginal odour ("foul smelling odor vaginally"), bacterial vaginosis ("chronic bacterial vaginosis") and general physical health deterioration ("overall deterioration"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), habitual abortion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), device breakage ("device breakage"), the second episode of pain (seriousness criterion medically significant), menorrhagia ("cycles were all over the place / menorrhagia"), menstrual disorder ("consumer is sure she miscarried a few times, given the huge blood clots she would pass / horrific periods"), inflammatory marker increased ("inflammation levels were very high"), fibrin d dimer increased ("d-dimer levels were very high"), uterine enlargement ("my uterus was 14 weeks in size") , uterine leiomyoma, ("fibroids"), ovarian cyst (seriousness criterion medically significant) , cervicitis ("cervicitis"), pelvic pain ("pelvic pain"), arthralgia ("joint pain throughout her body"), intervertebral disc degeneration ("the collagen is depleting between my vertebrae") and complication associated with device ("device complication"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (total abdominal hysterectomy, right salpingo-oophorectomy, left salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation had resolved, the fallopian tube perforation, device breakage, the last episode of pain, menorrhagia, abdominal pain, dyspareunia, menstrual disorder, acne, dysgeusia, fatigue, vaginal odour, bacterial vaginosis, general physical health deterioration, inflammatory marker increased and fibrin d dimer increased was resolving, the habitual abortion, pregnancy with contraceptive device, procedural pain, uterine enlargement, uterine leiomyoma, ovarian cyst, cervicitis and complication associated with device outcome was unknown and the pelvic pain, arthralgia and intervertebral disc degeneration had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, acne, arthralgia, bacterial vaginosis, cervicitis, complication associated with device, dysgeusia, dyspareunia, fatigue, fibrin d dimer increased, general physical health deterioration, habitual abortion, inflammatory marker increased, intervertebral disc degeneration, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, procedural pain, uterine enlargement, uterine leiomyoma, uterine perforation, vaginal odour and the first episode of pain to be related to essure. The reporter provided no causality assessment for device breakage, fallopian tube perforation and the second episode of pain with essure. The reporter commented: according to medical records, during the essure removal procedure, on the right side it was noted that the essure device was protruding the corneal length of the uterus. A metal tip was visible. Concerning the injuries reported in this case, the following ones were described in patient's medical records: pelvic pain, uterine leiomyoma, menorrhagia, ovarian cyst, and uterine perforation. Diagnostic results: on (B)(6) 2014: pathology test/tissue exam showed the specimen consisted of a 175.6grarn, 12 x 7 x 4.5cm intact uterus with an attached 5.5cm in length and 2.5cm in diameter cervix. The ectocervix was smooth white pink, and glistening with a 0.5crn patent os. Also attached was right adnexa and a fallopian tube. The serosa was slightly disrupted, smooth tan pink, and glistening. The specimen was opened to reveal a smooth, tan pink, glistening endocervical canal. Sectioning the cervix revealed a white pink, rubbery, cystic cut surface. The cysts contained a clear, mucoid substance. The endometrial cavity displayed a inserted silver metallic, coiled intrauterine device that measured 3.5cm in length, noted within the right comu and position was loosely embedded into the right posterior endometrium upon sectioning. The endometrial cavity measures 4.5 x 3 x 0.4cm. The endometrium is pink red, congested, and velvety. The endometrium averages 0.2cm in thickness. Further sectioning reveals silver metallic, coiled wire within the corneal os and embedded into the left corneal posterior endometrium. The device fragmented upon sectioning the specimen. The total length is 3.5 cm. The myometrium was tan pink, markedly trabeculated, and averages 2.5cm in thickness. There was a 2.5cm tan pink, whorled, intramural nodule. The nodule was well demarcated and focally softened. The right adnexa was removed, weighs 6.6grams and cons was of a 4.2 x 2.5 x 1.2cm disrupted ovary and a 6.5 x0.6cm tan pink, tortuous, fimbriated fallopian tube. Sectioning the ovary revealed a 4cm unilocular cystic cavity which was devoid of contents. The inner lining was smooth, tan pink and glistening. No excresences were grossly identified. Sectioning the fallopian tube reveals a tan pink, cut surface with a centrally located, stellate lumen. The left fallopian tube measures 5 x0.5cm the left fallopian tube was tan pink, tortuous and fimbriated. Sectioning revealed a tan pink, cut surface with a centrally located, stellate lumen. The intrauterine device was segregated and saved indefinitely. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment the reported event is a known, possible, undesirable event and not indicative of a quality defect per se. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. Due to lack of sample return and any valid batch information the rqu was unable to confirm any quality defect and therefore concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: medical records received: reporter, date of birth, historical conditions, concomitant conditions, essure removal date and details of procedure and relevant tests were added. Event "cyst on one ovary " was updated to "cyst on one ovary / follicular cyst on right ovary" and considered medically significant due to surgery. Company causality comment: this medically confirmed, legal and spontaneous case report refers to a (B)(6) year old female patient of who had essure (fallopian tube occlusion insert) inserted in 2007 and experienced perforated tube, string was lying in her uterus / one coiled perforating uterus, device breakage and pain. She also suspected she got pregnant and miscarried a few times. On (B)(6) 2014, she underwent surgery (hysterectomy, bilateral salpingectomy and right salpingo-oophorectomy) and essure was removed. Upon receipt of further information, it was reported that, during surgery, a cyst on one ovary / follicular cyst on right ovary (previously reported as "cyst on one ovary") was removed. Uterine perforation may occur with any trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine and fallopian tube perforation with essure may occur, most often during insertion. Single cases have been reported of essure breakage. In this particular case, the exact date and mechanism of the device breakage are unknown. Also during essure therapy pelvic, abdominal and unspecified pain may occur. In the present case these events were reported without further details, the information received stated that the patient had a broken insert, pain, a perforation was diagnosed and a hysterectomy was performed. About 4 years after insertion, she was "sure she miscarried a few times, given the huge blood clots she would pass". This case was regarded as incident, since device removal was required. Additionally, several non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information will be obtained through the litigation process.